Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with lumbar l3-4 stenosis with radiculopathy and underwent the following procedures: posterior lumbar decompressive laminectomy of l3-4. Bilateral arthrodesis with rhbmp-2 sponges, locally harvested morcellized autograft, and morcellized allograft bone. As per op-notes,¿ a decompressive laminectomy was performed at l3-4 with compression of the l3 and l4 nerve roots bilaterally, which were significantly stenotic, particularly on the right side after complete decompression without complications. A high-speed drill was used to decorticate the posterolateral elements at l3-4 to complete the arthrodesis with rhbmp-2 impregnated sponges, morcellized autograft harvested locally, and morcellized allograft bone without complications.¿ the patient tolerated the procedure well without any intra-operative complications.